Event description:
Caller reported experiencing alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or cause the cgm to read "high." The customer was instructed by technical support to perform a series of troubleshooting steps, including disconnecting tubing, tightening connections, and delivering boluses. Despite the occlusion alarms recurring, the bolus was successfully completed after further instructions. Customer was advised to replace supplies as necessary and resume insulin therapy, with follow-up assistance offered by technical support.